Manufacturer narrative:
Conclusions: a root cause analysis was unable to be performed as the sample was not returned.

Event description:
The catheter broke below the hub. The reporter has been contacted regarding additional information and has not responded at this time.